Manufacturer narrative:
We are reporting this incident because we distribute dispersive electrodes of comparable design in the us (under the 510k reference: k063161). Retained samples of both lot numbers 250925-2409 and 260107-2406 have been inspected visually, tested electrically. Mechanical adhesion tests were performed on three samples each lot number. No faults were detected. We have requested the involved device but it has not yet been made available to the date of this report. Currently no conclusion can be drawn what might have caused the claimed problem. We will further investigate and relay any conclusion in a follow up report.

Event description:
On (B)(6) 2026, we have been informed about an incident involving a dispersive electrode at an unknown hospital. A monitoring dispersive electrode erbe 20193-083 omega (our model v001a40a) and an erbe vio 3 generator were used. The initial report stated that [translated from german language to english language]: " furthermore, I have a report of an incident, also related to the omega + vio 3, where a burn occurred (unfortunately, the batch number is no longer traceable). The exact cause is also difficult to determine retrospectively. On july 10th, 2026, further data regarding lot number was provided: "regarding the lot numbers, I have the following information: 1. Feedback sweden: ref: 20193-083 lot: 250925-2409, 260107-2406". We have requested a questionnaire to be completed. No further details have been disclosed or received so far.